Event description:
Following the completion of a venogram from the superior mesenteric vein, which demonstrated hepatopetal flow with no collateralized drainage through the duodenal variceal complex, there was an attempt to place a 6 mm x 90 mm .035 coil in the percutaneous transhepatic tract. The coil would not deploy and was attempted twice. The device was sent to the manufacturer for refund. Another coil was used to complete the procedure successfully.